Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of a subarachnoid hemorrhage of the ica (internal carotid artery) - ophthalmic segment. During the procedure, it was reported that resistance was experienced as the coil was being inserted and it prematurely detached in the microcatheter upon repositioning. The microcatheter was removed from the patient with the detached implant coil inside.no injury was reported with the patient as a result of the procedure.